Manufacturer narrative:
H3. Investigation results - there is no specific device information provided. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
As reported via legal documentation the patient underwent a revision of the patellar component on (B)(6) 2011. The patient subsequently developed an infection and underwent a two-stage left knee revision surgery with the explanting of the left total knee replacement and the insertion of a cement spacer on (B)(6) 2012. The patient underwent the second stage of the revision surgery with the reimplantation on (B)(6) 2012. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Report number 1038671-2023-00418 for referenced revision. Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.